Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgment which was confirmed via chest x-ray. The lead had captured but also had high output. A new lead was implanted. No additional adverse patient effects were reported.